Event description:
It was reported that during a laparoscopic appendectomy procedure the staplers misfired by surgeon #1. The patient was bleeding and the abdomen was full of blood. A second surgeon was brought into the or to help surgeon #1 staple the area. A drain was inserted into the patient and the patient will have extended hospital stay and will have to be monitored very closely. It is unknown at this time what caused the bleeding.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was the staple formation noted? No. Was the source of bleeding identified? Appendiceal mucosa/serosa. Were any blood products needed? Unknown. Is it known what the readmission was for? Unknown...was told it was for a reason unrelated to the original procedure.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what is meant by the staplers ¿misfired¿? Did more than one device have an issue? Was the staple formation noted? Which firing of device did issue occur? What color cartridge was being used? What was the structure the device was being fired on appendix or mesoappendix? Was the source of bleeding identified? Were any blood products needed? Was the procedure converted to open? Were there any clips in the area? Current patient status? The analysis results found that the ats45 device (b) was received in good visual condition and with a tr45w, cartridge loaded on the device. Cartridge (c) tr45w, l52p5m was received partially fired 1/10 and with the lockout normal. Cartridge (d, e, f, ) tr45w, l52p5m was received fully fired and in good visual conditions. Cartridge (g, h, I) tr45w, k5el1a, was received fully fired and in good visual conditions. Cartridge (j) 6r45b, k5a12y, was received fully fired and in good visual conditions. Additionally 13 shaped staples were noted on cartridge deck. The returned reloads (b,c) were partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.